Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the 840 ventilator was inoperable. The ventilator was not in use on a pt at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the inspiratory electronics printed circuit board (pcb). Covidien was not authorized to service the device.